Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was 8.0mmol/l. Customer stated the pump is not communicating with the transmitter. The customer stated radio frequency communication was not established. Customer was explained that it may be caused by distance and recommend transmitter and pump remain within 6 feet with each other. The customer also reported via phone call that the insulin pump alarm needle break and sensor anomaly. Customer's blood glucose at time of incident was 8.0mmol/l. Customer found that the cannula appears gone.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no broken or missing parts were observed during out analysis; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.